Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a burn occurring on the tissue of the patient. It could not be determined what caused the burn based on the photo sample provided. It was reported that there was a device related burn. The reported issue was confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection found the gel, foil, and border adhesive in poor condition. Residue stuck to the gel was observed. The device was returned outside of the pouch, folded and stuck to a plastic bag. The residue left stuck to the gel was likely skin. Functional testing noted that the device¿s resistance was checked with a multimeter. From plug to foil, certain areas of the foil had a good reading. This was likely due to the creases in the foil. Terminals were inspected and were in good condition. Resistance from plug to terminals was in spec. The wire conductors were inspected and were in good condition. The cable was stripped, and continuity was checked and confirmed. The use of a bair hugger and the level of power used during the procedure most likely contributed to the user injury. It was reported that a device-related burn had occurred. The reported issue was confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after diagnostic laparoscopy converted to open right hemicolectomy; there was grounding pad burn all along the outside of the grounding pad and the skin tore off with the pad when it was removed. It was a long case with a lot of energy being delivered. The 2nd degree burn was on the upper leg where the pad was attached and it was discovered after the case was done when the skin/grounding pad was examined. It was mentioned that a bear hugger was being used that created additional heat around the injury.